Event description:
Boston scientific received information that at a generator change-out for normal battery depletion, the physician encountered stuck right atrial (ra) set screw resulting in the ra lead being stuck in the header. The physician tried using different torque wrenches and rotating wrench; however, the field representative confirmed that all other leads set screw were undone except for the ra. The ra lead was surgically abandoned and replaced. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the atip setscrew was down but not stuck and all other setscrews were up. After loosening the atip setscrew the lead removed without any issue. The ra ring setscrew is stuck in the up position and the retaining washer is bent outward indicating excessive force was used on the setscrew in the up position. Using a torque watch wrench now the ra ring took only 15 inch ounces of force to loosen. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The setscrew issue appeared to be induced during explant.